Event description:
Boston scientific received information that the patient with this pacemaker was not symptomatic; however, the device would not interrogate and there was no pacing or response to magnet. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated this device has been explanted.

Event description:
Additional information indicated that, during the device change out procedure, the right atrial (ra) lead terminal pin became stuck in device header.